Event description:
Avanos medical inc. Received a single report that referenced eight different incidences, which were associated with separate units. This is the second of eight reports. Refer to 8030647-2022-00030 for the first report. Refer to 8030647-2022-00032 for the third report. Refer to 8030647-2022-00033 for the fourth report. Refer to 8030647-2022-00034 for the fifth report. Refer to 8030647-2022-00035 for the sixth report. Refer to 8030647-2022-00036 for the seventh report. Refer to 8030647-2022-00037 for the eight report. It was reported that the closed suction catheter (csc) failed to suction. There was no reported injury. Additional information received, 21jan2022 stating the csc was used on a patient. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not available for evaluation. A review of the device history record is in-progress. All information reasonably known as of 04 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not available for evaluation. A review of the device history record is in-progress. All information reasonably known as of 04 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced eight different incidences, which were associated with separate units. This is the second of eight reports. Refer to 8030647-2022-00030 for the first report. Refer to 8030647-2022-00032 for the third report. Refer to 8030647-2022-00033 for the fourth report. Refer to 8030647-2022-00034 for the fifth report. Refer to 8030647-2022-00035 for the sixth report. Refer to 8030647-2022-00036 for the seventh report. Refer to 8030647-2022-00037 for the eight report. It was reported that the closed suction catheter (csc) failed to suction. There was no reported injury. Additional information received, 21jan2022 stating the csc was used on a patient. There was no reported injury.

Manufacturer narrative:
All information reasonably known as of 01 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 04-feb-2022 reported the incident occurred (B)(6).

Manufacturer narrative:
The device history record for lot 30145570 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.